Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # v576606, implanted: (B)(6) 2010, product type lead. Tined lead (v576606).

Event description:
A healthcare professional (hcp) reported they tried to remove a patient¿s device to allow for a MRI scan. However, he indicated the 4 electrodes broke off during the removal. The 4 electrodes remain in the patient¿s body. The hcp noted the system removal was elective. A manufacturer representative (rep) reported the patient is threatening a lawsuit against the hcp unless the lead fragment can be removed so the patient can have MRI and other procedures. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.